Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any part was replaced or if repair has been conducted. If additional information is later obtained, the complaint will be reopened.

Event description:
The customer reported when unit turns on, the screen turns blank and makes a loud noise coming from the fan and oxygen inlet. The unit was not in use, and there was no patient or user harm reported.